Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels as low as 30 mg/dl, and elevated bg levels above 600 mg/dl; cause was unknown however customer is a "brittle" diabetic. Customer consumed carbohydrates to address low bg. Although requested, customer declined to provide additional information and declined tandem technical support's offer to troubleshoot.